Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-70, serial #: (B)(4), description: infinion 70 cm lead kit, model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator, model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm), model #: sc-4316, lot #: 16445126, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevantinformation from that review, a supplemental med watch will be filed. A review of the sterilization documentation for the explanted devices found them to be satisfactory.

Manufacturer narrative:
Additional information was received that the device analysis result revealed no infection.

Event description:
A report was received that the patient¿s lead was actually protruding through the skin. There was an actual break in the skin midway through his back but there was no leak. It was stated that the lead might have been placed superficially. The physician suspected that there might be an infection but did say at the time of explant that the site did not look infected. The patient underwent an explant procedure. No device malfunction.

Event description:
A report was received that the patient¿s lead was actually protruding through the skin. There was an actual break in the skin midway through his back but there was no leak. It was stated that the lead might have been placed superficially. The physician suspected that there might be an infection but did say at the time of explant that the site did not look infected. The patient underwent an explant procedure. No device malfunction.